Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-00972. It was reported that balloon rupture occurred. Following the advancement of a 6f mach1 guide catheter, a 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. The device was initially inflated to 16 atmospheres; however, on the 2nd inflation at 12 atmospheres, the balloon ruptured. The device was removed and another 2.50mm x 12mm emerge balloon catheter was advanced; however, on the 1st inflation before being fully expanded, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.